Manufacturer narrative:
(B)(4). Date of event - ni. Unique identifier (UDI) # - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was deformed, so the doctor tried to implant the liner and found that it was not engaging in the cup. A deformity in the liner was noted and another liner was used to complete the procedure. There was no patient injury or significant delay in the procedure as a result of the event. Attempts to obtain more information have been made, but no more information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: rnglc+ ltd hole fin shl sz50 p/n 16-104150 l/n 736810. Complaint is confirmed with the visual inspection. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined with information available if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.